Event description:
First test: monarc bladder sling by american medical systems was implanted along with a hysterectomy (partial) procedure. Four to five weeks after surgery started with infection, nausea, and vomiting, chest pain, shortness of breath. Second test: bladder infection, inflammation, pain, auto immune reaction - heart problems, stomach - colon problems. Antibiotics given after (B)(6) 2011 surgery: macrobid, ciprofloxacin, pyridium, rocephine, azithromycin, cephalexin. Started having nodules at wrists, knees, elbows over-time with whole/partial sling. My symptoms: lung hyperexpansion and atelectasis, irregular heartbeats/pvc, aortic, mitral, tricuspid regurgitation, ringing in the ears, mouth ulcer, skin lesions, dry eye disease, problems with my back, problems/pain with intercourse, pain in groin area, (B)(6) 2011: irregular heartbeat recorded by primary nurse, digestive issues, colon/stomach. I was sent to a general surgeon instead of a gi doctor (as I requested) upper lower gi. I was told by general surgeon gallbladder not working as it should. I was never told about active gastritis w/ intestinal metaplasia. Positive test for antiparietal cell antibody. On (B)(6) 2011, gynecology - stitches, granulation tissue still present within vaginal from (B)(6) 2011 surgery. Monarc sling is still embedded in groin area. On (B)(6) 2013, visit doctor mentioned diverticulum within urethral and MRI. I ask for a transvaginal ultrasound instead of MRI to show the rest of sling and to see area of urethra, but did not get the order for the test urethral problems because of suture/stricture and/or reactive arthritis. I do not feel I have diverticulum. I did ask the doctor if her recommended the rest of the mesh be removed, but in the report it states "pt request removal of the rest of the mesh."